Manufacturer narrative:
Additional information was received on april 6, 2023. The implant date was provided. The device was implanted on (B)(6) 2017. The procedure was a primary breast augmentation. The date of birth was provided and populated in a2 (date of birth). The device, previously reported as unknown, is a 325cc mentor memorygel breast implant, catalog #3503251bc, lot #7359454, serial #(B)(6). A manufacturing record evaluation was performed for the finished device 7359454 number, and no non-conformances were identified. Additional information was received on april 14, 2023. The event date was provided. The event occurred in 2019. The patient is a 36-year-old caucasian female. The capsular contracture is baker grade IV. Explant is planned for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor implant placed experience capsular contracture (baker grade unknown) post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Some event details such as implant, and explant date are unknown. If additional event details become available in the future, a supplemental report will be submitted. (Common device name) and (procode) were populated for submission purposes, however, this device is unknown.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 20, 2024. The capsular contracture was right sided. The explant date was clarified to be (B)(6) 2024. Additional information was received on october 9, 2024. Replacement with mentor gel was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on novmeber 6. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 26, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).